Event description:
Caller reported cgm error 42 impacting the sensor session. There was no adverse impact to the customer's blood glucose level. Caller successfully followed instructions provided by technical support to reset the pump, and the error did not reoccur, allowing the sensor session to begin successfully.